Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for dehydration, lethargy, and diabetic ketoacidosis, with a blood glucose reading of 389 mg/dl. The customer's mother stated that prior to the event, the customer had been experiencing elevated blood glucose levels but had not been able to bring her blood glucose levels back down. The customer's father stated that the customer uses a model mmt-397 quick-set insulin infusion set and last changed her infusion set the same day as the event. The customer's father also stated that the bolus history did not account for the remaining insulin. Nothing further was reported.